Event description:
A malfunction was reported with a code labeled malf 12, but no notable events occurred prior to the issue. Blood glucose levels of the customer did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.